Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding a 26mm sapien 3 ultra transcatheter heart valve in the pulmonic position with a pre-existing non-edwards surgical valve by transfemoral vein approach during the procedure, the valve was successfully implanted using the commander delivery system and 14f esheath (uneventful sheath insertion and commander retrieval). However, when the delivery system was removed through the esheath, a flying object was seen around the right atrium. It was determined that the esheath's radiopaque marker had become dislodged from the introducers tip and it was lost in the venous circulation. The marker travelled following the blood flow and ended up in a small distal arterial branch of the right lung. It was tried to rescue the small piece with different snares sizes, but it was not possible, so it was decided to leave it in that distal secured position. The patient was already on anticoagulation for other reasons. The patient was hemodynamically stable throughout and recovering without complications.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, the sheath liner was delaminated, and the ce-marker band was separated and not returned. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed through evaluation of returned device and provided imagery. Investigation results suggest/indicate that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the sheath liner delamination, while procedural factors (excessive manipulation) may have caused or contributed to the c-marker separation. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.